Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine generator changeout procedure. Upon interrogation, the right ventricular lead exhibited high defibrillation impedance. A chest x-ray confirmed the lead displayed externalized conductors. The physician capped and replaced the lead during procedure on (B)(6) 2020. The patient was in stable condition.